Event description:
It was reported that "particles" were identified within a syringe component.

Manufacturer narrative:
It was reported that "particles" were identified within a syringe component. The particles were described by the reporting facility as being "cardboard and lint." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Multiple unopened packs were returned for evaluation. Particulate was noted within the packs, however, no particulate was noted to be within syringes. Environmental control issues was determined to be the likely cause of the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.